Manufacturer narrative:
Product complaint # (B)(4).   No additional information is available. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a gynecological procedure for incontinence on an unknown date and the mesh was implanted. It was reported that the patient experienced vaginal mesh erosion and dyspareunia, and had a total excision (laparoscopic and vaginal) of the device on (B)(6) 2021. No further information is available.